Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they cannot perform the oxygen sensor's calibration. No patient or user harm was reported.

Manufacturer narrative:
The v680 is an exported device and not available for commercial distribution in the united states. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. This is not reportable to FDA.